Manufacturer narrative:
(B)(4). One flexiva 365 laser fiber was returned for analysis. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. There was no damage noted along the body of the fiber and fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam seen exiting the distal tip was bright, clear and scattered with effective transmission of 87.2%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A similar complaint search was performed using gcs2, which revealed no other similar complaints towards this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis p20 with laser settings of 0.8 j and 8 hz. According to the complainant, during the procedure and inside the patient, the laser fiber tip detached and was retrieved using a basket. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.